Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number 21466 were returned and analyzed. No patient file was received. The received failure file did not contain any failure records for the date of the event. External visual inspection of the balloon segment showed blood/fluid inside the balloon. External visual inspection of the handle area showed blood/fluid inside the coaxial connector. The catheter smart chip data was reviewed. Data indicated the catheter was used for 2 applications. However, the catheter usage date recorded on the smart chip 2024-12-16 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach, pinhole type. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.18 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guidewire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was a broken balloon catheter. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.